Event description:
A report was received that a patient received an insertion of a pacemaker on a patient that did not require the device.

Manufacturer narrative:
A report was received that a patient received an insertion of a pacemaker on a patient that did not require the device. Based on the available information, this is considered as a user error due to the use model at this institution - a user error in mixing two patient's data contributed to the performance of an unnecessary procedure for the patient. The product labeling (instructions for use) adequately describes storage of patient information. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.